Event description:
It was reported that the patient had an inappropriate shock due to oversensing via pulseless electrical activity. The shock put the patient into a more regularized rhythm. The smart pass feature had programmed itself off due to a change in the intrinsic morphology. Technical services discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.